Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ that there was carryover. The following information was provided by the initial reporter: (B)(6). It was identified that the rack was broken and is associated with the reported problems. Was it a patient sample? Yes. Any wrong results obtained? No. Did the patient's sample need to be collected?no were there any changes or delays in treatment?no

Event description:
It was reported that while using bd facslyric¿ that there was carryover. The following information was provided by the initial reporter: it was reported that only one tube had a sample drag (carry over), so it could be something punctual that occurred in the preparation of this sample. It was identified that the rack was broken and is associated with the reported problems. Was it a patient sample? Yes. Any wrong results obtained? No. Did the patient's sample need to be collected? No. Were there any changes or delays in treatment? No.

Manufacturer narrative:
H.6 investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). ¿ problem statement: customer reported complaint regarding carry over. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 06sep2021 to 06sep2022. ¿ complaint trend: there are 11 complaints related to the issue of carry over; date range from 06sep2021 to 06sep2022. ¿ manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a damaged rack. The customer reported a complaint regarding carry over. The loader was splashing liquids from the tubes contaminating all the tubes that are around it. The field service representative (fsr) confirmed that the failure occurred due to a damaged rack. In order to resolve the issue, the rack was eliminated. After the repair activity, the instrument was tested and was functioning as expected. No patient was treated nor harmed from incorrect results. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #:(B)(4), case # (B)(4). Work order notes: o subject / reported: loader shake failed. O problem description: asking to check the agitation rotation of the lyric loader, seems to be deregulated, as it is splashing liquids from the contaminated pipes all the pipes that are around it. The photo shows the drops on the loader cover. O work performed: corrective service was performed on the equipment via telephone according to procedures contained in document 10000244629 revision 7 version g. Verified with the client about the incident, where it was seen that the failure occurred due to a damaged rack. Eliminated the rack and subsequently released the equipment for use. Cs&t was performed on the equipment and values were obtained within the recommended. Equipment functioning properly and released for use. O cause: rack damaged. O solution: corrective service was performed on the equipment via telephone according to procedures contained in document 10000244629 revision 7 version g. Verified with the client about the incident, where it was seen that the failure occurred due to a damaged rack. Eliminated the rack and subsequently released the equipment for use. Cs&t was performed on the equipment and values were obtained within the recommended. Equipment functioning properly and released for use. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No. O azure ID: 89209. O ID: libivd-ra-100 3.1.7. O hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error - fluidic. O harmful effects: events appear in wrong tube (false positive result). O residual probability: 1. O residual severity: 3. O residual risk index: 3. ¿ root cause: based on the investigation results the root cause of carryover was due to a damaged rack. ¿ conclusion: based on the investigation results, the root cause of carryover was due to a damaged rack. In order to resolve the issue, the rack was eliminated. After the repair activity, the instrument was tested and was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results.